Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and multiple external devices after turning off the ipg on (B)(6) 2015 for having a surgery (implant of second ipg system for a new pain pattern). A sjm representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue.

Event description:
Further follow up received identified the ipg was explanted and replaced on (B)(6) 2016 which resolved the issue.